Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the universal surgical manipulator (usm) arms 1 and 3 would move in the opposite directions. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related error. Tse informed the customer that the issue was likely related to the endoscope orientation. Tse instructed the user to remove the endoscope, cancelled the guided tool change and reinstalled the endoscope. Tse was informed that there will be no further troubleshooting. The surgeon elected to convert to a laparoscopic procedure. There was no reported injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed that all usm arms were functionally operational and did not exhibit movement issue. An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.